Event description:
Malfunction: [1] high voltage. A tech reports high voltage during a treatment. The laser was not used for two weeks prior to surgeries. Info provided indicated pt outcomes were not affected. Additional info has been requested.

Manufacturer narrative:
The laser tech called tech support to report the problem. Tech support instructed the laser operator to repeat a gas change which reduced the high voltage. The laser operator then performed the pmma ablation depth test, which helped to condition the laser for proper operation after a period of nonuse. Once the was completed, the site was able to continue with surgeries without interruption. The tech support rep reviewed the log file and stated, "as per log file sent, treatment ablations were delivered without interruption. Secondary energy was stable despite maximum high voltage." A review of the complaint datable for the 3 months prior to the receipt of this complaint, revealed no other similar complaints received for this laser system. (B) (4). (B) (4). (B) (4).